Event description:
It was reported by service report that the bed was not detecting the xprt mattress that was on the bed. The circuit breaker that controls the accessory outlet at the foot left end of the bed had been tripped. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: auxiliary outlet damaged.